Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not identify any similar incident. Based on the available information, a definite cause for the reported slda cannot be determined. In the opinion of the physician, the death was unrelated to the mitraclip device. The reported death was likely due to the procedural circumstances. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that there is no evidence of a device malfunction and that death was unrelated to the device but likely related to the procedure that may have been not tolerated by this patient with persistent and difficult to treat mitral regurgitation. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention and the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to 1-2. The patient returned in mid 2019 with symptoms of disease progression and the mr was noted to be increased to 3-4. The 3 clips were confirmed to be stable on the leaflets. On (B)(6) 2020, a second procedure was performed. Grasping was performed with an xtr and a ntr clip delivery system (cds) however the mr was unable to be reduced therefore the clips were not implanted and the procedure aborted. A third procedure was performed on (B)(6) 2020. An xtr clip was placed laterally from the original three implanted clips. A ntr clip was then grasped laterally of the xtr clip despite poor echo quality, but after deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Two different size vsd devices were used to try and stabilize the slda clip however without success. Another xtr clip was deployed lateral to stabilize the slda clip, however the mr was unable to be reduced therefore the procedure was aborted with the mr remaining at 4. The patient died approximately 2.5 hours after the procedure. No additional information was provided.